Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of removal was (B)(6) 2021. The replacement devices were mentor smooth round moderate plus profile 300cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/14/2021, it was reported to mentor that the replacement devices were mentor smooth round moderate plus profile 300cc. The patient experienced bilateral capsular contracture. In addition, the right side implant was intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and suffered from a bilateral surgical intervention and rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.